Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that during open reduction internal fixation of the right elbow, the drill bit piece broke. The health care professional states it his impression that it broken when it came in contact with other orthopedic hardware.

Manufacturer narrative:
Device used for treatment, not diagnosis.

Event description:
This is report 1 of 1 for complaint (B)(4).